Event description:
It is reported that the patient underwent revision surgery because x-ray of hip showed the proximal and distal portions of the modular zmr implant appeared to have either disassociated or one of the segments had broken. Implant date is in (B)(6) 2009.

Manufacturer narrative:
Evaluation summary: the package insert and/or surgical technique contain statements warning that device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. In this case, patient weight and high activity level coupled with insufficient proximal support may have contributed to the fracture. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need to corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.